Event description:
It was reported that the patient was in the clinic after feeling "lousy". Capture could not be obtained in either configuration. Bipolar lead impedance was <200 ohms and unipolar impedance was 244 ohms. Bipolar sensing was 4 mv and unipolar sensing was 1.5 mv.